Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly.lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to other devices (ot ultra2 and another ot verioiq). The reporter was unable to provide the specific blood glucose readings he obtained on the subject meter or on the other devices. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.